Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified proximal right coronary artery (rca). The lesion was predilated with an unknown balloon and then a 3.5x16mm taxus liberte stent was advanced to the lesion. The device was unable to cross the lesion due to the lesion condition. The physician deep seated the non-bsc guide catheter to make it easier to advance the stent delivery system (sds). When the physician removed the device from the patient, a vessel dissection was discovered at the ostium of the proximal rca. It was noted that the physician believed that the cause of the dissection was due to deep-seating the non bsc guide catheter. The dissection was successfully treated with a 3.5x32mm taxus liberte stent and the procedure was completed. No additional patient complications were reported. The patient's current condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.